Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm was reading 94 mg/dl, and the bg meter was reading 600 mg/dl. The patient was wearing an omnipod insulin pump. The patient was experiencing dry mouth, nausea, a headache, tiredness, fatigue, and sweating. The patient self-treated with humalog insulin and then headed to the hospital. The patient was ¿still sick¿ and was on her way to the hospital at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.